Event description:
It was reported that an exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This was observed during compounding filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between february 24 - 27, 2024. H11: the actual device and a photograph of the sample was provided for evaluation. Visual inspection was performed on all the samples and the reported issue was not easily observed on the actual sample or photograph of the sample. Functional leak testing of the actual sample was performed and a pinhole size puncture cut or tear leak was identified at the lower left side edge of the eva lay-flat of the bag. The reported condition was verified. The cause of the damage could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.